Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed non-sensing of etopic beats on the chronic rv lead. When the device was reprogrammed to most sensitive, the device saw noise which was interpreted as ventricular fibrillation. The device inhibited pacing, and the patient felt 'funny'. The noise could not be recreated.